Event description:
The customer was getting high blood glucose results on the suspect device of 400-500 mg/dl. They went to the ER and were admitted. The hospital checked pt's glucose and the level was in the 200's mg/dl. They were given insulin and kept for three days. No other information is available. They disconnected and call backs have been unsuccessful. The device replaced and requested to be returned for evaluation.